Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat a moderately calcified lesion in the lad. The lesion was moderately tortuous and had 85% stenosis. The device was removed from its packaging per the IFU and inspected with no issues noted. The device was also prepped prior to use with no issues noted. The lesion was not pre-dilated. It is reported that the device could not cross the lesion. The physician used another endeavor resolute stent to complete the procedure. The physician believes that this event was procedure related rather than device related. The device was returned to the manufacturing facility and the stent was observed to be damaged. No injury to the patient reported. Evaluation summary: the device was returned for analysis. Device returned with the stylette stuck in the inner lumen. The stent had areas of damage located along its length mainly in the middle segments. The 7th- 13th distal segments were damaged. The distal section of the stent had no evidence of damage. The proximal segments of the stent had no evidence of damage. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: failure to follow instructions (target lesion not pre-dilated). Inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (moderately calcified lesion with 85% stenosis, moderate vessel tortuosity). Deformation issue (stent deformed). Evaluation conclusions failure to follow instructions (target lesion not pre-dilated). Known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (moderately calcified lesion with 85% stenosis, moderate vessel tortuosity). (B)(4).